Event description:
On september 18, 2009, a reuters article titled "medical societies push standards for robotic surgery" was published. The article includes quotes from dr. Kevin zorn and mentions his recount of a case where a patient died post a da vinci prostatectomy procedure: "he recounted one case of a surgeon who was using the system for the fourth time. After eight hours of surgery, the proctor -- an experienced surgeon who supervises the operation -- told the surgeon that progress was too slow. He recommended the surgeon switch to conventional surgery, where an incision is made from the navel to the pubic bone to access the prostate. After the proctor left the operating room, the surgeon continued using the robot. The patient later died from complications." On september 29, 2009, upon following up, it was discovered that another dr was the proctor.

Manufacturer narrative:
On september 29, 2009, dr stated that the prostatectomy procedure took an extended amount of time and resulted in conversion to traditional open surgical techniques to complete, however, the patient did not die. On october 12, 2009, dr confirmed the procedure took place at the hospital and that the patient suffered nerve injury due to the length of the procedure. Based on the information provided, it was determined that the da vinci s surgical system, instruments or accessories did not malfunction in a way that would cause nor contribute to the patient injury. The case was the surgeon's fourth procedure using the da vinci s surgical system, and it was determined that the patient's injury was likely due to the prolonged length of the procedure.